Event description:
A user facilty reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.